Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage to screen and no delivery during prime. The customer's blood glucose value was unknown. The customer stated that the insulin pump screen had rainbow effect and it is unreadable in sunlight and also rewind slowly. The insulin pump will not be returned for analysis.